Event description:
Wife spontaneously reported pump malfunction, push rod is getting jammed / not going up / down properly. She managed to get it down finally, but now afraid to put cartridge in (afraid it will get jammed again) sn # (B)(4) - will replace. Is the actual device available for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt / caregiver.